Event description:
It was reported that the ilet pump housing was split, consistent with a hardware enclosure defect, and a replacement device was arranged with instructions provided for shutdown, data sync, return, and startup of the replacement. Symptoms included no reported clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included verification of device identification, confirmation of shipping and return logistics, and user education regarding continued cgm use and device handling. Investigation of this case revealed a physical integrity failure of the pump housing, with no functional alarms reported and no data transfer between devices expected. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure of unknown origin.